Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not functioning and not lighting up. The field service engineer initially contacted the customer, and the problem description included that the customer could not log in with the password either. The customer was asked to double-check that detail and attempt to log in using the customer's own password. After going to the station, the customer called back and confirmed that the password was working, but the biometric identifier was still not functioning. The customer confirmed that the station had been rebooted, but this did not resolve the issue. The field service engineer then reseated the universal serial bus cable from the bio ID to the docking board, and upon reconnecting the usb cable the bio ID did not flicker its internal light. After re-seating the connections, the station was rebooted, and this time the bio ID successfully initialized with its lights flickering during startup. The bio ID tested successfully, and the customer was able to repeatedly log in using it. When the field service engineer attempted to test the bio ID using diagnostics, the hta diagnostic software was found not to be loading, and as a result testing through diagnostics could not be completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine did not allow the user to log in using biometric ID or network password. However, there were no delays or adverse events or injuries reported based on this event.